Event description:
The surgeon performed two partial knee arthroplasty cases using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. After installing the bone tracking arrays into the bone, the camera could not detect the arrays; a hard reset remedied the issue. During implant planning, the surgeon observed that upon adjusting the plan in an attempt to loosen the joint, it actually appeared to tighten on the graph; after adjusting the plan to ensure the implant components did not overlap, joint balancing was repeated with good results. While trialing the tibia, the surgeon observed that the cut was farther lateral and deeper than planned. The surgeon determined that the proper course of action was to increase the component size by one, drill peg holes using manual instrumentation. The case was reported to be successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio) system. In this case, the implant components overlapped in the plan and thus tightness was reflected on the joint balancing graph. A new feature has been implemented in the software to allow the joint balancing page to be used after resection with trials in place as well as during implant planning. The discrepancy on the tibial resection was the result of inadvertent movement of the tibial tracker.